Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, was confirmed. During testing ventec observed that peep would periodically drop out for a few breaths then breathing would stop altogether. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set. There were no reports of patient involvement associated with the reported event.